Event description:
It was reported the right ventricular lead dislodged. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the outer insulation was melted, the outer insulation was partially or fully covering the tip electrode, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.